Event description:
It was reported that pump did not read cartridge loading or cartridge insulin units. There was no reported impact to the customer¿s blood glucose level. Patient declined troubleshooting, provided no additional details, and case was documented by technical support with no further actions noted.